Manufacturer narrative:
Image review: four media files were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that the valve was recaptured once, and second deployment attempt shows a well expanded valve at what appears to be adequate depth. Upon the final release of the valve, one of the paddles remained stuck to the delivery catheter system (dcs) after full expansion of the valve. This is not an uncommon occurrence and if paddle hang up occurs: gently adjust the dcs or guidewire to free the paddle from spindle, taking care to avoid valve dislodgment. If the dcs or guidewire adjustment is unable to resolve paddle hang up, then slowly advance the capsule to push the paddle off spindle (turn dcs knob in the opposite direction of deployment to advance capsule).¿evidence supports that after a few attempts to manipulate the dcs, the paddle released from the paddle attachment as two paddles can be identified. The patient¿s executive summary was not provided for anatomical review. Conclusion: potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. A potential root cause for paddle hang ups to be twisting between the dcs spindle and valve frame, which manifests as a paddle hang up due to the different torque transfer rates of the outer member and middle member shafts of the dcs. User-input torque combined with ascending aorta angle can be a significant factor in causing a paddle hang up. Often a hung paddle will resolve itself after a few heart cycles, but if it doesn't the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. Events of this type do not indicate a failure to meet manufacturing specifications. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolut fx-26, right femoral artery (rfa) access was used. A pre-implant balloon dilation was performed with a 20 mm non-medtronic (true) balloon through an 18 french non-medtronic (gore) sheath. The valve dislodged upwards to the ascending aorta during the first deployment attempt. The valve was fully recaptured and repositioned. During the second and final deployment, a paddle hangup was observed. Attempts were made to recapture and deploy the delivery catheter system (dcs) to dislodge the paddle, including providing forward pressure with manipulation of the non-medtronic (safari) guidewire. After further manipulation and recapturing, the second paddle was released. The final deployment depth was 3 mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc), and commissural alignment was obtained. The procedure was successfully completed with no regurgitation or mean gradient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date: (B)(6) 2024; explant date: n/a. Product ID l-evolutfx-2329 (lot: 0012413025); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID: 20 mm true balloon (lot: unknown); product type: dilatation balloon; implant date n/a; explant date n/a product ID boston scientific safari guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a product ID 18 french gore sheath (lot: unknown); product type: introducer sheath; implant date n/a; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the aortic valve calcification score of 2100 and an annulus perimeter of 68.4 millimeters which may have contributed to the event. Deployment starting point occurred at bottom of the pigtail catheter.